Event description:
Receive first set of silicone implants 2004. Re-implanted in 2008. In 2010 started having mysterious unexplained symptoms, pain etc. In 2013 paid visit to plastic surgeon, breast were hard as rocks, he manipulated breaking up tissue. Now I have uneven breast, continue to have capsular contracture and a possible rupture waiting for MRI appt. Pain, vertigo, insomnia. Questionable fluid collection with septation seen involving the implant. MRI recommended. FDA safety report ID# (B)(4).